Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient had femoral revision on (B)(6) 2022 for a dislocated poly also. Femoral side implants were placed at that time to include the insert. Tibial components were placed at the above listed date. Patient presents with a dislocated poly again. Tibial side revision was performed as surgeon believes his patella tendon has now shortened to the point that the joint line is now incorrect leading to the recurrent dislocations. Cement was likely a depuy product but would have been hospital inventory so no lot or quantity information is available. The pin was changed to the one that came with the new distal femoral component. Doi- (B)(6) 2022; dor- (B)(6) 2022; affected side- right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this complaint was not received for examination. The photo investigation confirmed the reported allegation, the lps univ tib hin ins has dislocated from the mbt revision cem tib tray. With the information provided is not possible to determine a potential cause. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. Based on the inability to find any nc¿s against the provided product code/lot code combination, it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event.